Manufacturer narrative:
Updated h6 codes associated medwatch reports: 9610612-2021-00680, 9610612-2021-00681. Investigation results: visual investigation: the instrument provided is in a used condition, the shaft is fractured at the welding seam near the distal end. Investigation was carried out visually and microscopically. The shaft is fractured at the welding seam near the distal end, probably due to overload, e.g. Leverage or torsion during application. Signs of corrosion at and around the break point indicate a previous crack. This may have occurred during previous applications, which led to the breakage of the shaft. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with po345r - jaw ins.dorsey grsp fcps 3.5mm 290mm. According to the complaint description, the broken part fell in situ during surgery. The fracture occurred intraoperatively. The surgeon had difficulty removing the broken part from the patient's abdomen. An additional medical intervention was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00681.